Event description:
It was reported that the product heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Internal components were evaluated, and extensive corrosion was discovered. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.